Event description:
It was further reported that the 80% stenosed lesion was located in a moderately calcified proximal left circumflex artery. Resistance was noted during withdrawal of the device. The procedure was completed with a different device.

Event description:
It was reporting that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary artery. A 3.5x12mm taxus liberte' stent was advanced to the lesion. When the device was being withdrawn stent damage was noted. No patient complications were reported. Patient status is listed as okay. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).